Manufacturer narrative:
MDR 3003442380-2024-05558 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that patient experienced adhesive issues with 2 infusion sets. The adhesive issues were of the same type, as both sets fell off prematurely. The patient's blood glucose (bg) was displayed as 'high'. The patient took a correction bolus via their pump to address the high bg. The infusion set was in use for 2 hours. The patient replaced the infusion set and resumed insulin successfully. No further information available.